Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant gastrin result was due to a misaligned dilution well bottom. The fse readjusted the dilution well and ran qc.the instrument is performing within specifications.no further evaluation of the device is required.

Event description:
A discordant immulite 2000 gastrin result was obtained on a patient sample.the result was not reported to the physician. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant gastrin result.